Event description:
A patient reports use of renu with moistureloc multi-purpose solution. Event began with eye redness and pain for which she went to the emergency room. Symptoms recurred three days later. Prescribed vigamox. Subsequently, medical documentation received. Patient was seen for pain os and diagnosed with corneal abrasions secondary to taking lenses out. She was placed on vigamox. Eight days later, patient was seen in follow up of corneal abrasion - <0.3mm ou too small to culture, but without infiltrates on last exam. Two days later, patient was seen in follow up of corneal infiltrates ou and was responding well. Two weeks later, patient was seen for follow up keratitis. Diagnosis: keratitis, healed. Vigamox was discontinued.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.